Event description:
On (B)(6) 2014, the reporter contacted animas, alleging damaged cap and case issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: no damage or peeling to keypad. The battery compartment cracked from the top. Battery cap is damaged and a test cap was used for all steps. The test battery cap does tighten fully. The ok, contrast, up, down keys are intermittingly unresponsive. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.